Event description:
In 2004 customer felt shaky and sickly. They tested their glucose level with the freestyle meter and received a reading of 240 mg/dl. They then tested with an accucheck meter and the result was 35 mg/dl. The customer reported feeling hypoglycemic. The customer ate three pieces of glucose and drank orange juice and felt better. The reported freestyle reading of 240 mg/dl was not consistent with the customer's symptoms, nor with how they treated themselves. The next day, freestyle comparison tests were performed that differed by more than 20% and therefore suggest a device malfunction. The results of these comparison tests were 287 mg/dl and 151 mg/dl.